Event description:
The initial reporter stated they received discrepant results for one patient sample tested for troponin t on the cobas 8000 e 801 module. The specific troponin t reagent used was requested, but not provided. The customer noted that controls were nearly all outside of range around the time of the event. The customer also noted they had been getting sample clot detection errors. The sample probe was replaced, but the issue persisted. The sample initially resulted in a troponin t value of 3 ng/l and this value was reported outside of the laboratory to the doctor. The sample was repeated, resulting in a value of 16 ng/l and the doctor was notified. The troponin t reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The customer carried out cleaning maintenance on the analyzer.

Manufacturer narrative:
The field service engineer found a missing seal piece on the sample pipettor. A seal was installed and the probe adjustments were checked. Air purges and priming were performed. Checks were completed. Calibration and controls were run; there were no alarms and all assays passed. The investigation determined the service actions resolved the issue.